Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing, settings rate 2 res vol 60.7 , given 31.3, air in tubing, no injury to patient. No further information available.